Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts during the fill tubing sequence despite removing supplies, performing a dry run, and replacing the cartridge and connector, consistent with an occlusion related to the tubing component; the user reported a blood glucose of 352 mg/dl and transitioned to subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.